Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having low blood glucose for the past month. The customer stated that the paramedics were called two months ago for low blood glucose. Troubleshooting was performed. The customer stated that he experienced low glucose level at the same time everyday and also when he changes the infusion set. The alarm history showed up low reservoir alarms about every three days. The customer stated that he fills the reservoir with 300 units every time he changes. The daily totals and delivery shows an average of 35 units per day. Verified again with the customer and it seemed he was getting the 300 units in three days, but the device shows, it only delivered 35 units. Ran displacement test and the insulin pump passed the test. The customer stated that the device may have been exposed to x-rays. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further information was provided.